Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a protege rx stent was intended to be used for treatment of the patients left mid common carotid artery. The patient presented with left transverse sinus venous sinus stenosis, severe vessel tortuosity, severe vessel calcification, and a 90% calcified, fibrous, plaque lesion, measuring 8.3mm in diameter and 25mm in length. A 6fr non-medtronic sheath and a 0.014 non-medtronic guidewire were used. Pre-dilation was performed using a non-medtronic 6-30 carotid balloon. During attempted stent placement, resistance was encountered while advancing the stent at the sigmoid sinus bend, and the stent failed to advance further. Multiple attempts were made to deploy the stent, but deployment was unsuccessful. The stent was successfully removed from the body and signs of stent dislodgement were observed. No intervention was required for removal of the device and the device was safely removed from the patient. Stent struts were exposed/visible on removal. The stent was replaced with the same model, which was then successfully deployed, and the procedure was completed without further issues. No patient symptoms, complications, or injuries were reported.

Manufacturer narrative:
Still image evaluation: two images were provided for evaluation or review. One image represents the protege rx device inside the pouch and the other image shows the stent in a bag. Product analysis the device was returned with the touhy-borst loosened in a deployed state and no stent returned, the device was confirmed as 30mm from the strain relief, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.